Event description:
It was reported that approximately one month and twenty three days post port placement, the port allegedly unable to aspirate blood. Upon CT examination, it was revealed that the contrast medium leaked from the curved part of the catheter at the vascular insertion site from the internal jugular vein, and that contrast medium leaked from a subcutaneous tunnel. The port system was removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port MRI isp attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported fluid leak and suction issues, as the port body with attached catheter segment was patent to infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks; no leaks were noted. Aspiration was conducted multiple times to check for the alleged suction problem and no issues with suction were noted. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. H10: d4 (expiry date: 07/2022), g3, h6(method) h11: b5, e1, h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified. (Expiry date: 07/2022).

Event description:
It was reported that some time port placement, the port allegedly had a suction problem. It was further reported that after CT examination the port was found to be allegedly leaked. The port was removed and replaced with another port. There was no reported patient injury.